Event description:
It was reported that a pt experienced a dystonic spasm when ever she heard the sound of a phone ringing; while she was in his car using blue tooth technology. The pt noted she was not sure if the device would turn off, or if she "was sensing anything in the body". It was not determined whether the ringing sound, or if possibly electromagnetic interference, could cause the issue. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a follow up report as it becomes available.

Manufacturer narrative:
(B)(4).